Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hard drive failure led to the issue. The field service engineer replaced the hard drive, reimaged the device and set up rss, configured the station and did a data sync. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a database error message, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that hard drive required replacement the affected component has replaced, configured station and data synced resolves this issue the system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed a database error message, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident